Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One device was returned for evaluation and contained in a plastic bag without its original unit pack. Visual examination shows that there is damaged to the main stem of the inner cannula. Further examination shows that the damage is located directly opposite on each side. The length of the damage is 6mm on one side and 5mm in length. The returned unit was placed in device as there were on product available at the time of inspection. This confirms that the inner cannula when placed in the main stem of the tubing kinked in the damaged locations. At the blow moulding of the product a first piece is carried out by production and cross checked by quality control. As part of this inspection a flex test is carried out using the flex test gauge. During the production run each lot is statistically sampled. It is during these inspections that an issue around flexibility are identified and removed from the lot. We w ould like to draw your attention to our ¿instructions for use¿ under the section ¿insertion¿ where it states ¿always inspect the shiley inner cannula xlt prior to use. If the inner cannula is damaged, creased or the lumen is compromised, discard and replace with a new inner cannula. Do not insert a damaged inner cannula¿. Information has been added to the database and trends will continue to be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, male patient diagnosis of respiratory distress, one to two hours later when patient was first being suctioned, suction catheter could not be passed through to inner cannula. Oxygen saturation dropped to 70%. New cannula was installed and patient recovered o2 range.